Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it can be presumed it was due to an error in reprocessing. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue foreign material in the air-water channel was confirmed. The following findings were also noted during device evaluation: light cover glasses adhesive was worn, optical cover glass adhesive worn, distal end adhesive worn, scope-connector water leakage, water ingress, and no image (error 117). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported that during the repair process of the evis lucera elite colonovideoscope, there was contamination/foreign material evident in the air and water channel. There was no report of patient harm or user injury associated with this event.